Event description:
It was reported that a shaft break had occurred, necessitating additional intervention. A 2.50mm x 12mm emerge balloon catheter was advanced for use. However, during the procedure, the distal balloon catheter was broken inside the patient's body. The device was removed by snare, and no complications were reported for the patient.